Event description:
In 2010, a 21mm trifecta valve was implanted in a severely calcified native annulus. On (B)(6) 2014, the patient presented with endocarditis, an aortic root aneurysm and symptoms consistent with structural valve deterioration. An echocardiogram revealed the sinus near the rcc was dilated and the corresponding valve leaflet was thickened but still elastic. There was no evidence of aortic leakage or regurgitation, and the valve was reported to be opening well. On (B)(6) 2014, the patient underwent re-operative bentall procedure. During the explant procedure, substantial cardiac adhesions and signs of tissue infection around the aortic root were observed. Small vegetation was observed on all three leaflets of the trifecta valve, and a false aneurysm immediately below the right coronary ostium extending to the annulus was noted. There was no dissonance of the trifecta valve observed. The native annulus was completely infected. The procedure was completed with a 21mm biovalsalva valve implanted and the patient was reported to have recovered.

Event description:
On an unknown date a trifecta valve (size unknown) was implanted. During a 2018 follow-up visit, the patient presented symptoms consistent with an unspecified structural valve deterioration. The patient underwent a tavr procedure on an unknown date and an unknown model/size of transcatheter was implanted inside the failed trifecta valve. Additional information has been requested; however, per report the physician is on holiday and more information will not be available before end of (B)(6).

Manufacturer narrative:
The reported event of endocarditis could not be confirmed. A false aneurysm was also reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
In 2010, a 21mm trifecta valve was implanted in a severely calcified native annulus. On (B)(6) 2014, the patient presented with endocarditis, an aortic root aneurysm and symptoms consistent with structural valve deterioration. An echocardiogram revealed the sinus near the rcc was dilated and the corresponding valve leaflet was thickened but still elastic. There was no evidence of aortic leakage or regurgitation, and the valve was reported to be opening well. On (B)(6) 2014, the patient underwent re-operative bentall procedure. During the explant procedure, substantial cardiac adhesions and signs of tissue infection around the aortic root were observed. Small vegetation was observed on all three leaflets of the trifecta valve, and a false aneurysm immediately below the right coronary ostium extending to the annulus was noted. There was no dissonance of the trifecta valve observed. The native annulus was completely infected. The procedure was completed with a 21mm biovalsalva valve implanted and the patient was reported to have recovered.